Event description:
This spontaneous report was received on (B)(4) 2015 from a consumer (age and gender unspecified) reporting on self from the united states. On an unspecified date, the consumer started using reach johnson and johnson floss mint waxed (route-dental, frequency, lot number and expiration date unspecified) for an unknown indication. After an unspecified duration, when the consumer pulled out the floss, the cutter came off following which the floss stuck and would not unroll. This report had no adverse event and the action taken with the device was unknown. This report was considered a reportable malfunction in the united states.

Manufacturer narrative:
The date of this submission is 04-may-2015. This closes out this report unless other additional significant information is received.

Event description:
This spontaneous report was received on 03-mar-2015 from a consumer (age and gender unspecified) reporting on self from the united states. On an unspecified date, the consumer started using reach johnson and johnson floss mint waxed (route-dental, frequency, lot number and expiration date unspecified) for an unknown indication. After an unspecified duration, when the consumer pulled out the floss, the cutter came off following which the floss stuck and would not unroll. This report had no adverse event and the action taken with the device was unknown. This report was considered a reportable malfunction in the united states. Additional information was received on 03-apr-2015. The consumer used the product for a few weeks and it worked fine. Part way through the roll the floss became stuck and would not unroll. After the floss stuck, the consumer took off the other end of the container, unrolled the floss by hand, and returned the roll into the container and cut some for each use. The consumer further mentioned that the coating was on it and it was the only one to not unroll by pulling it out of the hole on top. The consumer discarded the device. This report remains a reportable malfunction in the united states. Additional information was received on 19-apr-2015. The complaint sample has not been received. Manufacturing related issues were reviewed and no issues were found associated with loose cutter defect for the product reported. The device was used for oral hygiene. Analysis of the product and category trend for this complaint will be managed through the monthly trending process. Complaint trends will continue to be monitored. The complaint investigation was closed with a disposition of undetermined. This report remains a reportable malfunction in the united states.

Manufacturer narrative:
The date of this submission is (B)(4) 2015. This closes out this report unless other additional significant information is received.

Manufacturer narrative:
This closes out this report unless other additional significant information is received.

Event description:
This spontaneous report was received on (B)(6) 2015 from a consumer (age and gender unspecified) reporting on self from the united states. On an unspecified date, the consumer started using reach johnson and johnson floss mint waxed (route-dental, frequency, lot number and expiration date unspecified) for an unknown indication. After an unspecified duration, when the consumer pulled out the floss, the cutter came off following which the floss stuck and would not unroll. This report had no adverse event and the action taken with the device was unknown. This report was considered a reportable malfunction in the united states. Additional information was received on 03-apr-2015. The consumer used the product for a few weeks and it worked fine. Part way through the roll the floss became stuck and would not unroll. After the floss stuck, the consumer took off the other end of the container, unrolled the floss by hand, and returned the roll into the container and cut some for each use. The consumer further mentioned that the coating was on it and it was the only one to not unroll by pulling it out of the hole on top. The consumer discarded the device. This report remains a reportable malfunction in the united states.